Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Warning. Emits invisible and/or visible laser radiation. Avoid eye or skin exposure to direct or scattered radiation. Do not use the laser system in any manner other than as described in this user manual; do not use the laser system if you suspect it is not functioning properly; do not use procedures other than those specified herein as it may result in hazardous radiation exposure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A company representative reported the subject device had system error 10. The issue occurred during inspection. There were no report of patient involvement.